Manufacturer narrative:
Additional information: h10: information was received on 12-jan-2021 indicating that there was patient involved in this event. The infusion was life sustaining (chemotherapy). It was also noted that the issue occurred one time and was resolved by replacing the device.

Manufacturer narrative:
Other, other text: device evaluation: two smiths medical cadd administration sets were returned for analysis in an unused condition with their original package. The samples were visually inspected under normal conditions of illumination and no discrepancies were found. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions; and a leak was observed fleeing from the air vent of the filter in the two samples. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was leakage from the filter of the cadd administration set. No patient injury or complications were reported in relation to this event.